Manufacturer narrative:
Sample will not be returned for eval.

Event description:
It was reported that the procedure was being performed on a male pt. The green 4-way stopcock on uac line infusing lipids ivpb to tpn main line cracked causing blood to back up the arterial line and leak onto the bed. On 10/17/08, add'l info confirmed with hosp contact that the pt did not receive blood transfusion.